Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to obtain the following information and retrieve the device: was there damage to the primary package that did not compromise sterility? Was there any hole, tear, or puncture in the tyvek or blister that did compromises sterility? To date, the device has not been returned and no additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a hiatal hernia repair the package appeared to be open. A new device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Batch # t93v2c. Investigation summary: the analysis results found that a harh36 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. Event could not be confirmed as no packaging was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.